Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. A 2.50 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion and it was noted that the delivery wire broke. No patient complications were reported.